Event description:
The or tech opened a vascu-guard patch for a carotid procedure and noted that the patch looked different from what it usually looked like. The patch was removed from the field after consulting with the attending surgeon. All other patches with the same lot numbers were removed from the shelf.